Event description:
Over treatment of blood sugar; I've used the dexcom g5 for over a year and have the g6 since at least the beginning of this year. The g6 is sensors are supposed to last 10 days. However for months there hasn't been a week that after the 2 hr warmup period or the last 2 days of a sensors 10 day timeframe that I get extremely inaccurate data. In the last 2 days it also loses the signal frequently which scares me since I count on it to wake me up for urgent lows. I strongly believe something has changed in their g6 sensor manufacturing or transmitter over the past 6 months. I will attach all the data I have on my own sensor. I always keep the sensor packaging for the one I currently wear just because I've had so many issues with them. I'm tired of calling them and usually don't even do that anymore when it's close to the end of the sensor life. All they do is send a replacement which just does the same thing too. They need to fix the product or recall it. I've tried asking today to get my equipment exchanged for a g5 but they wouldn't do it with their old product. Please help. FDA safety report ID # (B)(4).